Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the left ventricular lead had high output. It was also reported that there was low lead impedance on the right ventricular lead. The right ventricular pace/sense portion of the lead was capped and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event